Manufacturer narrative:
Data analysis revealed that calibration and controls were acceptable. A general reagent problem was not present because the qc prior to the event was within ranges. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch field d4 has been updated.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys toxo igg on a cobas e 801 module. The sample initially resulted in a toxo igg value of 40.6 iu/ml (reactive). The sample was repeated on (B)(6) 2024, resulting in a negative toxo igg value. The specific value was not provided.